Event description:
It was reported that, during a ureteroscopy and laser lithotripsy procedure, a sensor wire was about to be used, and it was noticed that the outer blue cover coating of the guidewire with hydrophilic tip came off during lasering. The broken piece of guidewire was not used inside the patient during the operation. Another different guidewire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf device problem code a0501 captures the reportable event of sleeve detached. Based on the available information, boston scientific concludes that the reported event of sleeve detached was confirmed based on provided documentation that includes a picture where it can be observed that the blue sleeve was found detached from the device. It is possible to conclude that this problem could be caused by operational factors. The handling of the device during the preparation as well as during the use of the device could have contributed with the detachment of the sleeve. Consequently, affecting the performance of the device. Additionally, a labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the compiled information on this investigation, it is determined that the most probable cause is "adverse event related to procedure" since the adverse event occurred during the procedure and there is not evidence that the device had influence on the event.